Manufacturer narrative:
This report is filed february 27, 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure (date not reported) and the internal magnet was removed for reasons unrelated to the device. The implanted device remains.